Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezf0338 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported that post PICC insertion, once the guidewire was removed and line flushed with normal saline, the patient reportedly complained of warmth & tightness to head & neck. The patient's face was said to have been flushed (beet read), there was no chest pain or shortness of breath. The head of the bed was raised, vital signs taken and symptoms reportedly resolved within 6 minutes.